Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information indicated surgical intervention was undertaken and the patient's scs system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she is experiencing inadequate pain relief. She stated she is experiencing stimulation in her legs, but not in her back. The sjm representative met with the patient and reprogramming was unable to provide effective stimulation coverage. The patient desires to undergo surgical intervention to address the issue and is to consult with her physician as the next course of action.